Event description:
Customer reported that pump issued an alarm during operation. There was no information available regarding the impact on customer¿s blood glucose level. Technical support assisted in loading a new cartridge but the issue recurred, so it was decided to replace the pump. Customer planned to use multiple daily injections as a backup method of insulin delivery.